Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant. The landing zone measurements used for sizing were: 0° ¿ not measurable, 45° ¿ 17mm, 90° ¿ 18mm, and 135° ¿ 19mm. The device size was selected on the larger side due to heavy pectination and the need to close multiple lobes. The procedure was done using tee imaging. During the procedure, the device did not shift and passed the tug and tension tests. The close criteria were reported as satisfied. The patient¿s left atrial pressure was 16mmhg. Fluid was given during the case as part of a concomitant procedure and the device shape appeared tire-shaped at the time of implant, and no leak was seen around the lobe. At the 45-day follow-up, the amulet device was found to have dislodged into the descending aorta. The embolization was detected using tee and CT imaging. According to the implanter, the likely cause of the device embolization was strong pectinate. On (B)(6) 2026, a percutaneous retrieval through the groin was performed to address the embolization.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device embolization is likely related to the patient's anatomy and procedural conditions, however this could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as the device was removed via snare. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.